Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight and an opening on posterior. A microscopic analysis was performed which identified, a sharp opening with stress marks near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as surgical impact.

Event description:
Health care professional reported, " a right side rupture". The device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported " a right side rupture". The device remains implanted.